Manufacturer narrative:
Product complaint # (B)(4). Investigation summary when the cement is opened the ampoule is found split. The box with the ampoule is being returned. There was no impact to the patient. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment source file - fw novedad colsubsidio 67 505816 case#(B)(4). The photo investigation revealed that the amber vial appears to be damaged from the ampoule, that likely caused liquid spillage inside the packaging. The reported allegation can be confirmed. A manufacturing record evaluation was performed for the finished device [3315040/4360049] and no non-conformances / manufacturing irregularities were identified during manufacturing. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of j&j medtech orthopaedics control. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the depuy cmw 1g 40g would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code 3315040 lot number 4360049, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device product code 3315040 lot number 4360049, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When the cement is opened the ampoule is found split. The box with the ampoule is being returned. There was no impact to the patient.